Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over ten years, since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely, the following led to the malfunction failures of the printed circuit board and patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had an image quality issue (black and white image). The issue was found during preparation for use. There were no reports of patient harm. The device was returned for evaluation and the following reportable malfunction was found: ¿no image¿. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation ¿black and white image¿ was confirmed. Unit failed due to multiple issues; no image with gif h180, and gif q180 scopes, cause of issue is defect in dr board (printed circuit board), both patient set boards require replacement. The device evaluation also found the following: front panel needs to be replaced due to poor appearance, power switch upgrade needed, video socket connector defective locker, and 1.05.00 upgrade needed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.